Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds. The lead was partially explanted with the remaining portion cut and capped; a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg; implanted: (B)(6) 2006. (B)(4).